Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection was performed. Picture attached: one (1) picture was attached and reviewed. Picture showed a cassette product with slide clamp activated and without blue clip and without white cap. Sample received: one (1) sample was received. Sample received is a cassette product was received in used conditions, without its original packaging inside, decontaminated and inside in a plastic bag. Visual inspection results: sample was received with marks in the pressure plate, sample was received without blue clip and without white cap. Complaint is confirmed. The customer stated problem was duplicated. The cause of the reported problem was traced to the manufacturing process; accidental oversight during blue clip assembly, production personnel did not place the blue clip. Customer complaint notification for blue clip missing was performed to aware production personnel about the missing component issue reported by the customer. A DHR (device history review) was performed and no problems or issues were identified during this DHR review. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a missing blue component. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.